Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced cognitive impairment. This adverse event (ae) did not result in hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, however additional or concomitant treatment was given. The outcome status is not recovered/not resolved. The ae did not result in a diagnostic procedure or test being performed. The ae occurred post-procedure and was not related to the disease under study. The ae resulted in a new or worsening of existing neurological deficits with symptoms lasting more than 24 hours involving the front subcortical and temporal regions, memory disorder, assistance with activities of daily living. The patient uses a walker and has experienced several falls. Treatment included l-dopa and donepezil. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening. The site assessed this event as not related to antiplatelet medication, study ancillary device, study device, or study procedure. The sponsor assessed as possibly related to the vantage device and not related to the index procedure, ancillary device or apt regimen. The study device was successfully implanted in the patient and wall apposition was achieved. The posterior communicating (pcom) artery side branches were covered by the pipeline device. The patient was undergoing surgery for treatment of a saccular, right bifurcation branch pcom aneurysm with a max diameter of 7.3 mm and a 3.1 mm neck diameter. Aneurysm dome height was 3 mm and dome width was 7.3 mm. Parent artery diameter distal to aneurysm was 3 mm. Parent artery diameter proximal to aneurysm was 3.5 mm. There was significant stasis post implant and there was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 1.